Event description:
It was reported that the inflatable penile prosthesis (ipp) device was broken. The patient underwent a surgical procedure in which all components were explanted and replaced. No information regarding the patient outcome was provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.